Manufacturer narrative:
H10. Additional information, 1 opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specification. The reported issue could not be confirmed. The final total for the 35 investigations; 26 investigations found no issues, for 7 investigations the products were not returned, and 2 investigation could not be determined as the returned product was not complete. H11. Correction, it was initially reported that 9 investigations, the products were not returned. The correct amount was 8. It was also reported that 1 investigation could not be determined. The correct amount was 2. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10. Additional information, 1 opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specification. The reported issue could not be confirmed.

Manufacturer narrative:
Correction: in the initial report it was indicated that there were 166 events however, it was found the correct number should have been 167 events. The additional event is for a device which the lot number was not provided (unknown). In the initial report it was also reported that 50 events that were investigated at the time of that report however, the correct number is 51. It was said that 52 events had no products returned but the number should be 53. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
H10. Additional narrative: for 35 investigations, 25 investigations found no issues, for 9 investigations the products were not returned, and 1 investigation could not be determined as the patient interfaces were not identifiable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: of the 166 events reported, 3 events also indicated that debris was reported. Lot numbers of the suspect product: unknown (21), 60251459 (12), 60238710 (9), 60238717 (7), 60220721 (6), 60241606 (6), 60231274 (6), 60213140 (5), 60228614 (5), 60219260 (4), 60220003 (4), 60240753 (4), 60232088 (4), 60229412 (3), 60225302 (3), 60217665 (3), 60250278 (3), 60150133 (3), 60213139 (2), 60218187 (2), 60232165 (2), 60228615 (2), 60214073 (2), 60261709 (2), 60251932 (2), 60227324 (2), 60251995 (2), 60250291 (2), 60251993 (2), 60237891 (2), 60176687 (2), 60224903 (2), 60207828 (2), 60223991 (2), 60237890 (2), 60231271 (2), 60225994 (2), 60166715 (1), 60176965 (1), 60132062 (1), 60215057 (1), 60176686 (1), 60228381 (1), 60252827 (1), 60251994 (1), 60192492 (1), 60225995 (1), 60219259 (1), 60232164 (1), 60175985 (1), 60207827 (1), 60161107 (1), 60203015 (1), 60147666 (1), 60201243 (1), 60241639 (1), 60197372 (1). Of the 166 events that an investigation was required: 50 events that were investigated; no issues were identified, the manufacturing records show the product met manufacturing release criteria and failure was not confirmed. Manufacturing record review could not be completed for those products in which the identification was not provided. 52 events had no products returned. 26 events could not be determined as the patient interfaces were not identifiable. 15 events are still pending investigations. 1 event was investigated under previously investigated events per our procedure. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 166 </noe> malfunction events. The events were related to suction loss while the intralase laser was firing when using the patient interface. The sterile disposable intralase patient interface uses a pre-sterilized suction ring assemblies and pre-sterilized applanation lens to flatten the cornea during the laser procedure to perform a lamellar resection of the cornea. There were no medical events reported.